Event description:
It was reported in 2006, an incident occurred involving a cracked/broken green nebulizer tee. Hospital alleges that the adapter broke into pieces during use and went into et tube. The pieces did not enter the patient and no injury was reported. A CT scan was performed to verify no pieces were inside the patient. Customer does not know why/how the tee broke/cracked. The catalog number is unknown. Customer is not certain that they use teleflex medical-hudson nebulizer tees.

Manufacturer narrative:
The hospital staff was unable to provide a product code and/or lot code information to verify if the product is manufactured by teleflex medical. The customer did state an uncertainty whether the product was a brand manufactured by teleflex medical.